Event description:
It was reported that rotawire was fractured. A 1.50mm rotalink plus and 330 cm rotawire were selected for used. During the procedure, it was reported that rotawire was fractured. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The burr catheter and advancer unit were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. A test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities. No other issues reported.

Event description:
It was reported that rotawire was fractured. A 1.50mm rotalink plus and 330 cm rotawire were selected for used. During the procedure, it was reported that rotawire was fractured. There were no patient complications reported. It was further reported that the detached portion of the rotawire was removed from the patient's body and the patient's status post procedure was fine.

Manufacturer narrative:
Corrected initial reporter first name from (B)(6) to (B)(6). Corrected initial reporter last name from (B)(6) to (B)(6).

Event description:
It was reported that rotawire was fractured. A 1.50mm rotalink plus and 330 cm rotawire were selected for used. During the procedure, it was reported that rotawire was fractured. There were no patient complications reported. It was further reported that the detached portion of the rotawire was removed from the patient's body and the patient's status post-procedure was fine.